Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was returned and investigated. During testing, the device functioned as intended; thus, the reported sleeve steering issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported sleeve steering issue could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that during use with the clip delivery system (cds), it was observed that the cds was not steering correctly which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds) was advanced to the mitral valve; however, while steering with the m-knob, it was observed that the cds was not steering correctly. It was believed that the cds was mis-keyed, but it was confirmed that the blue alignment markers were aligned during insertion and removal. The device was replaced. A new cds was used with the same steerable guiding catheter (sgc). One clip was implanted, reducing the mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.